Event description:
It was reported that the patient complained of shortness of breath, but was in the hospital due to pneumonia. It was also reported that the device was pacing inappropriately as there were episodes of pacing on the t-wave, accelerated rates and loss of capture. It was noted that the rate response was too aggressive as very little patient movement was needed to drive the sensor. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient complained of shortness of breath, but was in the hospital due to pneumonia. It was also reported that the device was pacing inappropriately as there were episodes of pacing on the t-wave, accelerated rates and loss of capture. It was noted that the rate response was too aggressive as very little patient movement was needed to drive the sensor. The device remains in use. No patient complications were reported as a result of this event. It was further reported that the device was explanted and replaced. During the procedure a rv (right ventricular) lead was attempted for the new upgraded device. The lead had oversensing, noise and undersensing at several positions. The lead was removed and a new rv lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.